Manufacturer narrative:
On 1/6/2020, device evaluation was completed. Device evaluation summary: the device was visually inspected and it was found with no apparent damage. Leak testing revealed a tear noted in the posterior aspect measuring approximately 0.4 cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor became aware that only right implant was ruptured and left had cutaneous contour deformity. Both implants were removed and replaced with saline implants (catalog number 3503330; serial number (B)(4) on the right and with catalog number 3503330; serial number (B)(4) on the left). Right implant was returned for evaluation and left was discarded. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 325cc mentor siltex round moderate profile on both sides and was presented with bilateral breast implant deflation and left side rippling postoperatively. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.